Event description:
It was reported that the leg holder would not lock and it would not stay locked. No case involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed that the set screw was loose on the t bar. The t-bar was no longer inserted. The medial post was pulled out of the base unit. A functional evaluation found that the device was compromised because the medial post was removed from the base unit. It could not be functionally tested. The complaint was confirmed. Factors that could have contributed to the reported event include an inadvertent removal of the t-bar. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.